Event description:
The ge oec 9800 fluoroscopy system had reported high ma errors displayed during procedures.

Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the malfunction to high voltage tank that was removed and replaced. The calibration files were re-loaded. The system was tested and found to be operating as intended and released to the customer for use. No negative patient effect was reported due to this malfunction. The facility was unable to, or would not provide any patient information with respect to this issue.